Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for an unknown indication for use. It was reported that the reporter mentioned she read something online about a lady whose catheter was wrapped around her spine. It was reported that the patient did not know the website, the patient name, doctor involved or medication in the pump. No further complications were reported.